Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: ventricular assist device (vad) hw40710 was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information provided by the site indicated that, two days post implant, the patient developed pneumonia with recurrent fever and leukocytosis and was treated with antibiotics. Based on the available information, including the occurrence of the event two days post implant, the device may have caused or contributed to the reported death event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced developed pneumonia with recurrent fever and leukocytosis two days post implant. The patient was treated with antibiotics via intravenous (IV). The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.